Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was due to the device being out of configuration due to a power failure on the customer´s facility. To correct the condition, the configuration was reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.